Manufacturer narrative:
Based on the information available, the cause of the reported problem was confirmed and traced to the display failure. The customer was provided with part information for a replacement display. The customer is able to order a replacement display if needed. The device remains at the customer site

Manufacturer narrative:
(B)(6).

Event description:
It was communicated to philips that the device display is internally cracked. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.